Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that the patient was having to charge the controller and the implant twice a day. Caller stated that when the patient got the implant, it was supposed to be every two days that they would have to recharge the ins, however the patient had been having pain ever since and the pain had gotten worse over the last three months. Caller said that the pt was currently recharging the ins and that the controller was at 60% and the ins was at 100%. Caller then stated that sometimes the patient's pain would go up to to a 7, 8 or 9. The equipment was working as intended during the call. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue, however caller said that pt hadn't seen hcp since the ins was implanted as no one followed up with them to see how the ins was working for the pt and hcp just told the pt to call if needed. Agent advised the caller that a message would be sent out to the local reps requesting contact.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.